Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed and could not be reproduced. As the device was deemed to have met specification for the suggested phenomenon, a further cause could not be presumed. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 error when plugged into the tower. The issue was found during inspection for use for a procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the user request. The image displayed dots after fog test. There were few additional findings. Control knob exhibited minor play. There were minor scratches on the distal end cover, insertion tube and light guide tube. The light guide lens adhesive was worn out. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.